Event description:
Attorney alleges plaintiff developed symptoms including, but not limited to: myalgias, peripheral neuropathy, myositis, arthralgias, lymphadenopathy, sicca symptoms, dysphagia, bleeding disorder, chronic cystitis, night sweats and capsulation.